Event description:
It was reported in the acta obstrica e t gynecologica scandinavia 2002; 81: 72-77, that a pt developed an infection at the abdominal incisions, following a sling procedure. It was diagnosed as cellulitis and the pt was treated with antibiotics.